Event description:
The pt was hospitalized due to an incident of hypoglycemia. They would not be more specific as to what events lead to the hospitalized. The reporter refused request to review the device data history log or other troubleshooting measures. Reporter stated their provider wants their to have new pump. The device will returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.